Event description:
A pt was undergoing a laparoscopic assisted hysterectomy. A monopolar connecting cable was extended across the pt's abdomen. No covering was on the area. A reddened "figure 8" line was noted where the cord had been lying. The line of affected skin measured approx 1 1/2 feet long according to the user facility. No remedial treatment was necessary.